Event description:
New information received indicated that the lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that increasing lead impedance was observed on rv lead. Patient will continue to be monitored.